Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a follow-up. Varying thresholds and an inappropriate autocapture response was observed on the ventricular channel. Review of the episodes noted loss of capture, likely due to varying capture thresholds. Programming changes were made. Patient was stable and will continue to be monitored.